Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h6, h11. Corrected fields: d1, d4 serial#, version or model #, catalog #, unique identifier UDI#.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 return to manufacture date, g3, g6, h2, h6, investigation conclusions, h11. A getinge field service engineer visited site. Carried out induction. Uncrated and unboxed instrument. Carried out presale installation. Carried out all test. The pim kept failing. Traced fault to faulty safety disk. The fse replaced the pim. No service order. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 9 oct 2024. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of an out of box failure of the pim. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Ran the all manifold test. Part failed the membrane differential pressure test. Confirmed the reported failure. Probable root cause is a design issue. The issue has been covered under field action 2249723-02/02/2023-005-c. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during presale installation by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) pim kept failing. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h1, h2, h11 corrected fields: h6 (iinvestigation findings, nvestigation conclusions).

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: d4 unique identifier UDI # .additional information: event site postal code: (B)(6). A getinge field service engineer visited site. Carried out induction. Uncrated and unboxed instrument. Carried out presale installation. Carried out all test. The pim kept failing. Traced fault to faulty safety disk. The fse replaced the pim.